Event description:
The customer reported the 9900 system would not perform fluoroscopy exposures during a cine run. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on-site investigation. The 9900 system voltage power supply to the generator interface board and the fluoro board was checked. The fluoro functions board was replaced. The generator interface board and the loose p5 on the video controller were reseated. The configuration files were reloaded. The system was tested and operates as intended.